Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent emergency surgery on (B)(6) 2017 and the ipg was not placed into surgery mode. The ipg is unable to communicate with the external devices and it is unknown if the issue existed prior to the surgical intervention. The last time the ipg was able to communicate was (B)(6) 2017. Surgicla intervention may be pending to address this issue.

Event description:
Follow up information identified the ipg is confirmed inoperable.